Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/13/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into the device. No assembly defect was observed. Visual inspection showed that no viscoelastic was in the device. The cartridge tip was observed deformed. The customer's reported complaint was verified. Directions for use include inspect the device for particles, material deposits, damage, or other defects and do not use if the tecnis itec preloaded delivery system has been dropped or if any part was inadvertently struck while outside the shipping case. Based on the investigation, the cause of the reported issue could not be determined to be related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge was blunted/damaged. There was no patient involvement. A replacement lens was used. No additional information was provided to abbott medical optics.